Manufacturer narrative:
The baxter technician found the foot casters needed to be replaced. Per the baxter service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: the brakes operate correctly. The casters are in good condition; they do not have cut, are not worn, and have a good amount of tread. Replace or repair parts as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the foot casters to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the compella rent us scale pd ppm foot casters were not holding. The bed was located at the account. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.